Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a surgery, the fluid air exchange function only worked at very high values. The fluid air exchange function had been checked before the surgery. Add'l info has been requested but not rec'd to date. There aer four medical device reports being filed for the same facility.